Event description:
According to the reporter: open colectomy procedure involving the bowel. Surgeon said staple misfired when deployed over an existing staple line when doing the anastomosis. When deployed the blade would not cut staple line and the anvil was "bowing" from the side of the reusable handle. The current status of the patient is fine. There was no re-operation, etc. No device fragment fell into the patient.